Manufacturer narrative:
Section d1: brand name: corrected. Section d4: catalog number: corrected. Section d4: primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had elevated lactate dehydrogenase (ldh). Log files were submitted for review for power spikes or other concerning findings suggestive of thrombus. The log contained a few pulsatility index (pi) events as well as routine battery changes. The low voltage events seen in the log appear to be the result of normal battery depletion. It was later reported that the cause for elevated ldh was inflammatory from gastrointestinal disease and the patient was fluid overloaded with liver congestion and elevated lactate. Treatment of inflammatory bowel disease was performed, diuresis of 5lbs and ldh normalized after the treatment. Thrombus was ruled out. Additional information stated that computed tomography (CT) abdomen/pelvis showed no acute intra-abdominal findings, colonic diverticulitis present without acute diverticulitis. Chest x-ray was showing cardiomegaly and persistent central vascular congestion without frank edema and pulmonary venous congestion. Abdominal x-ray revealed large amount of stool and nonspecific bowel gas pattern. The patient planned to follow up.

Manufacturer narrative:
Section h6 health effect - clinical code: appropriate term / code not available for diverticulitis. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted log files were reviewed and found that the pump operated at the stored patient speed without issue. The system appeared to be operating as intended, and there were no notable alarms active in the log files. The patient remains ongoing on (B)(6), with no further reported issues at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate 3 lvas, including hemolysis. Section 3 ¿powering the system¿ and section 6 warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system alarms. No further information was provided. The manufacturer is closing the file on this event.